Event description:
It was reported that the patient was charging the ipg longer and difficulty maintaining a charge. The patient was also experiencing inadequate stimulation and communication failure. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.